Manufacturer narrative:
The investigation into the controller failure (red alarm) issue has been completed. The automated impella controller (aic) was returned for investigation. Data analysis: there are two separate failures in the imc logs. Attached log "imc (B)(6) transport switch" shows the initial battery failure alarm received after receiving the console back from pm. This alarm can trigger when the battery transport connection switch is disengaged, and the console is booted up on ac power. Then attached log "imc (B)(6) pump overcurrent" shows that there were multiple pump stops from high motor current with a demo pump. Device analysis: the error from the transport switch was able to be reproduced by disengaging battery switch. No other issues with the battery and power management system were observed. For the high motor current stops, the alarms were unable to be reproduced during investigation with pump (B)(6). Since these errors occurred while using the demo pump 6/7, it is likely that the issues stemmed from the demo pump in use. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient was on an automated impella controller (aic) for mechanical circulatory support. Complainant reported the aic experienced controller failure (red alarm). No patient was involved.